Manufacturer narrative:
MDR codes eval conclusion code was updated.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekinrange meter with serial number (B)(4) compared to an unknown laboratory method. The meter result at 9:26 am was 5.1 inr. The laboratory result at 3:30 pm was 3.2 inr. The meter result at 7:17 pm was  4.4 inr. The patient's therapeutic range is 2.5-3.5 inr.   The interval of testing is daily.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The patient's indication for anticoagulation is antiphospholipid antibody syndrome (apas). The patient stated his doctor is aware of the limitation and still wants him to use the meter. Product labeling states "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The patient is anemic. Product labeling states "hematocrit ranges between (B)(4) do not significantly affect results." Occupation: patient/consumer.